Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 50 to 60 percent remaining to around 20 percent remaining over the course of the year. Data was sent into engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 50 to 60 percent remaining to around 20 percent remaining over the course of the year. Data was sent into engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the patient reported hearing tones from the s-ICD. It was thought the device had reached elective replacement indicator (eri) battery status. The s-ICD was explanted for suspected premature battery depletion. It was further noted during pre operation device interrogation that the implant date was blank. A cause was not able to be established. A new device was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 50 to 60 percent remaining to around 20 percent remaining over the course of the year. Data was sent into engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.additional information was received that the patient reported hearing tones from the s-ICD. It was thought the device had reached elective replacement indicator (eri) battery status. The s-ICD was explanted for suspected premature battery depletion. It was further noted during pre operation device interrogation that the implant date was blank. A cause was not able to be established. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.